Manufacturer narrative:
Customer returned two packs. Packs returned in autoclave bag melted together. The packaging of both the outside and inside sleeves were melted together. Unknown if this was done at the office or returns department. No broken file returned. Testing performed by manufacturing / lori ogle : parts are visually normal due to the condition in which the files were returned only able to measure two files and one could not be measured at 3 mm. Spec @ 3mm-.470 +/-.020 9mm-.845 +/-.030 1) .459 mm .845 mm. 2) / .840 mm. Based on what was measured files met specification. Nothing unusual to report was found during DHR review.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during use. The file was not retrieved but was incorporated as part of the filling.